Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump was received with operating currents within specification. Insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error was triggered when backup battery loaded voltage was less than 3.5 v for four consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Insulin pump was received with cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was unknown at the time of the incident. It was reported that troubleshooting was previously performed on the insulin pump when it alarmed power system error within the four hours. No additional troubleshooting was performed and no indication that the issue was resolved. The insulin pump was returned for analysis.